Event description:
The patient underwent surgical knee replacement. During the procedure a hemovac drain was placed. Two days later was the first attempt to remove the drain. The surgeon that performed the procedure removed the drain today. When the drain was removed a portion of the drain remained in the patient's knee. The patient is scheduled to return to surgery this afternoon for removal/retrieval of the remaining drain piece.